Event description:
It was reported that an ilet insulin pump sustained a cracked screen, rendering the device partially nonfunctional and necessitating replacement; the user was counseled that the replacement would not be water resistant and to maintain backup therapy, with instructions to sync data, shut down the device, and return the original using the provided label. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and continued receipt of cgm data on the mobile app. Investigation included collection of device history and user-reported details, as well as arrangements for return of the damaged unit for assessment. Investigation of this case revealed physical damage to the display component with compromised usability, consistent with screen breakage of the device¿s user interface module. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.